Event description:
It was reported that a flo-gard infusion pump does not function. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site by a field service technician. Visual inspection found the device to be in good physical conditions. Review of the alarm log and functional testing identified a f-22 alarm upon turning on the device. This confirmed the reported condition. The cause was determined to be an inoperative / defective sensor printer circuit board assembly. To address this issue, another device was sent to the customer. Should additional relevant information become available, a supplemental report will be submitted.